Manufacturer narrative:
Aware date should include 16 may 2025.

Event description:
It was reported that patient presented for scheduled implant procedure. During procedure, it was noted that right ventricular (rv) lead could not be connected to the implantable cardioverter defibrillator (ICD). The ICD was ultimately not used and replaced with new ICD. There were no patient consequences.